Manufacturer narrative:
(B)(4). Batch # v94k9y. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml found was received with one of the jaws protruding from its normal position. No functional test was performed due to the condition of the device. The device was disassembled, and one of the jaws was noted to be broken at the bifurcation area. Evidence of corrosion was found throughout the broken area. One clip was noted in the clip track. The event reported was confirmed and it is related to improper use of the device. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issue, please do not reuse, reprocess, or re sterilize device. Reuse, reprocessing, or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness, or death. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the clips were falling out of the device before firing. It is unknown how the procedure was completed. Patient consequence was not reported.